Event description:
It was reported that the patient was concerned that the ipg was compressing the sciatic nerve and was causing pain in the left leg. However, this issue was not confirmed with the physician. The patient underwent an explant procedure and the explanted device was not returned.